Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an insulin syringe. The customer reports that while the nurse was activating the safety shield, the pt kicked their leg and bumped the nurse's arm, resulting in a dirty needle stick. In response, the nurse was treated at an outpatient facility and underwent blood borne pathogen testing. No add'l injury has been reported to date.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.